Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as abrasion/blister/wound in the middle of the back. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse placed a bandage over the wound. Follow up indicated that the skin irritation improved.